Manufacturer narrative:
The currents are within specifications and the insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No motor error alarm. Motor passed motor test. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with minor scratched lcd window, cracked near the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm and a motor position encoder error alarm. The customer's blood glucose was 265 mg/dl at the time of incident. The customer stated that the drive support cap was loose. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.